Event description:
A trilogy evo loaner device was returned to the manufacturer. No patient harm or injury was reported. The device was recieved and evaluated by the manufacturer. Upon evaluation, a ventilator inoperative error was discovered due to a failure of the machine flow sensor, which needs to be replaced. The device has been disposed of.

Manufacturer narrative:
The reported failure of a ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.